Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer was treated with manual injection. The customer states that insulin pump had no delivery. Customer reported that insulin pump passed displacement verification test, fixed prime 5u test and high pressure test. The insulin pump will not be returned for analysis.